Event description:
It was reported that the patient experienced an inadequate stimulation despite a multiple reprogramming attempt. All components were explanted and discarded per hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7131701/7131960.